Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a 300cm non-bsc guide wire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The balloon catheter was removed completely from the patient and was exchanged with a non-bsc balloon catheter which failed to cross the lesion. The physician then performed debulking with a non-bsc catheter. Dilation was performed with a non-bsc balloon catheter and bigger size balloon catheter, blood flow was then recovered and the procedure was completed. No patient complications were reported and patient's status was good.